Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. For the past 5 months, good correlation with the lab was reported. Intratio: 3.1, lab: 3.2. Inratio: 4.6, lab 4.7 2005 test results. Dosage was decreased to get pt back into target range. No results from last week, available. Last week results were reported as: inratio: 2.8, lab: 3.3.